Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm reported error messages and not getting a picture. The following defects were found during the evaluation: front panel was damaged, broken lane base, broken screw is stuck on bottom chassis, front panel chassis is bent, first turret wheel is bent, broken bypass capacitor, and the scope socket mount base is damaged. Olympus lamp meter is reading below 50 hours and the light output measured with in range. The device was serviced and returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted an olympus¿ technical assistance center (tac) representative and reported that the evis exera iii xenon light source displayed error message b30 and thought that this issue was resolved after cleaning the unit; however, another error message e216 was also displayed. These error messages were observed during the preparation for use and prior to an esophagogastroduodenoscopy (egd). It was reported that the procedure was rescheduled. There was no patient involvement, no patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the b30 error was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The additional reportable malfunction identified during device inspection, a broken screw is stuck on bottom chassis, was likely caused by physical damage. Olympus will continue to monitor field performance for this device.